Event description:
It was reported that during an unknown procedure, the jaw of the device could not be opened after firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Channel retainer detached. Evaluation summary - the analysis results found that the ez45b device was received opened, in good visual condition and with no reload present. The returned device was noted to have the tube dislodge from the handle and the firing mechanism damaged. The device opened without any difficulties noted. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and channel retainer was found disconnected from the shroud. Although no conclusion could be reach on what caused the channel retainer to disengaged from the shroud, it is possible that the device was clamped over thicker tissue then indicated causing the internal forces to increase and the channel to disengaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.